Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental report will be sent.

Event description:
Report received from the USA stating that the device needed to be serviced. During servicing it was found that the device had damaged components - locking mechanism not functioning. It is unk if the device was being used during surgery. It is unk if there was user or pt injury. The date of the event is unk. There was o additional info provided.